Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the anchor balloon at the tip of the foley catheter was not holding 10 cc's and not draining appropriately which is a critical concern. Unfortunately, they did not know which size foley was the problem. The new foley catheter brand was leaking frequently from the insertion site and 10cc's in the balloon was not holding. Nurse have to milk the line hourly when there was low urine output, and some patients are retaining as the foley catheter was not draining properly despite being to gravity appropriately. Some have been tossed before realizing it was a widespread problem, exchanging them for new ones.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the anchor balloon at the tip of the foley catheter was not holding 10 cc's and not draining appropriately which is a critical concern. Unfortunately, they did not know which size foley was the problem. The new foley catheter brand was leaking frequently from the insertion site and 10cc's in the balloon was not holding. Nurse have to milk the line hourly when there was low urine output, and some patients are retaining as the foley catheter was not draining properly despite being to gravity appropriately. Some have been tossed before realizing it was a widespread problem, exchanging them for new ones.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley attached to a drainage bag. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and did not leak. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. The drain bag was filled with a solution of methylene blue (10 ml of methylene blue and 2490 ml of water) and was able to drain without issue. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the anchor balloon at the tip of the foley catheter was not holding 10 cc's and not draining appropriately which is a critical concern. Unfortunately, they did not know which size foley was the problem. The new foley catheter brand was leaking frequently from the insertion site and 10cc's in the balloon was not holding. Nurse have to milk the line hourly when there was low urine output, and some patients are retaining as the foley catheter was not draining properly despite being to gravity appropriately. Some have been tossed before realizing it was a widespread problem, exchanging them for new ones.